Event description:
Information was received indicating that a smiths cadd-legacy® pca pump was incorrectly programmed to administer a high dose of morphine to a patient in his home. As a result of the programming error the patient received a high dose of morphine in a short duration of time than what was prescribed. It was reported that the patient expired in his home.